Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy, the nurse accidentally switched off the 3 way tap for a second during oil infusion. The patient experienced eye collapse and hemorrhage. The surgery was not affected and could be successfully completed. Additional information has been requested but not received to date.